Event description:
It was reported that about 4 days prior to the report on (B)(6) 2013, the patient got the "call your doctor" icon and end of service (eos) on the programmer. The patient reported that he was implanted (B)(6) 2011 and the implantable neurostimulator (ins) was already dead. The patient reported that his last ins lasted for about 4 years or four and a half years and this one had lasted two. It was noted that the patient stopped feeling stimulation about four days prior to the report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# n275881, implanted: (B)(6) 2011: product type adapter; product ID 37642, serial# (B)(4): product type programmer; patient product ID 7482002102, serial# (B)(4), implanted: (B)(6) 2007: product type extension; product ID 3387s-40, lot# v023690, implanted: (B)(6) 2007: product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007: product type extension; product ID 3387s-40, lot# v040134, implanted: (B)(6) 2007: product type lead. (B)(4).